Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with nonsustained right ventricular oversensing caused by lead noise. No intervention was performed. The patient was stable.

Event description:
New information revealed that lead replacement was recommended, but not performed.